Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during spinal fusion, dr. (B)(6) brought the patient back to the operating room for a non-union. Both rods broke at l4, where no screws were placed from the previously implanted construct (t9-ilium). The original t9-ilium construct used expedium cocr rods. When the removal occurred, dr. (B)(6) noticed that the screws bilaterally at l5, s1 and l3 on the right. Dr. (B)(6) decide to remove those screws and replace them by upsizing each screw by 1mm in diameter. There was no surgical delay. Procedure was successfully completed. There was no patient harm/consequence.